Event description:
It was reported that the patient was experiencing tenderness underneath the ipg site. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.